Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had reportedly fallen off the side of the fridge, causing the temperature probe to tear in half. The remote manager was found slightly crooked but still stuck to the fridge. A field service engineer removed the metal mounting plate, applied fresh tape, and replaced the temperature probe to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the temperature readings of the attached fridge were incorrect, and the readings did not match between the fridge and the device for the medications. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.